Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device difficult to close? Was the device difficult to fire? Was the transection taken in one or multiple firings? Could you please confirm the product code? What is the current patient status?

Event description:
It was reported that during a rectal resection with intraperitoneal anastomosis by laparotomy for rectum neoplastic tumor, there was a stapling defect. One staple line is missing. There was no stapling downstream of the section. Rectal stump was retracted. Impossible to perform a new stapling on the rectal stump, they had to perform an abdominoperineal amputation. Definitive stoma instead a provisional one initially planned (impossible to consider restoration of continuity).

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the device difficult to close? No. Was the device difficult to fire? No. Was the transection taken in one or multiple firings? One. What is the current patient status? Unk. Could you please confirm the product code? Cs40g.

Manufacturer narrative:
(B)(4). Batch # n5521l. Device evaluation: the analysis results showed that the cs40g device was received with no apparent damage and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.